Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. The erroneous white blood cell count (wbc) results were flagged. Siemens medical affairs further investigated this incident and determined that the blood film results communicated by the customer correlated with the initial wbc result. Complete blood count (cbc) delivers a first line screening result and pathological results trigger repeat testing, followed by manual cell counts, and if confirmed, further laboratory and/or imaging investigations. Preanalytical variables, such as an over filled, or underfilled tube, time of sample collection, storage and transport conditions could affect results. Mitigations would include running the tests on an alternate analysis and correlation with peripheral smear. The results would also be correlated with the patients' clinical signs and symptoms. A second or repeat sampling (e.g. Bone marrow aspiration) is a standard procedure. As per the advia 2120/2120i operators guide: "through the use of complex flagging algorithms, laboratory personnel are alerted to suspected abnormal sample and/or system conditions. Sample/system flags appear on the run screen and the review / edit tab. Whenever such flags are triggered, the user should review the results and take the action recommended." In this case, a blood film was completed but the customer indicated that the operator missed the discrepancy between the system's results and blood film and the validated results. This report is being filed in an abundance of caution. The system is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2023-00098 was filed for the falsely elevated wbc result obtained on 09-feb-2023. The email address inputted under g1 contact office (and manufacturing site for devices) or compounding outsourcing facility was arbitrarily inputted to comply with the character limit. The correct email address can be found in event.

Event description:
A flagged, falsely elevated white blood cell count (wbc) result was obtained on a patient sample on an advia 2120i hematology system with single aspirate. The wbc result did not match the blood film previously performed on the sample and the discrepancy between the wbc results was noted. However, the physician(s) performed a bone marrow aspiration on the patient before the wbc had been confirmed and validated. This patient pertains to the same patient mentioned in MDR 2517506-2023-00098. There are no known reports of adverse health consequences due to the event. Statements and actions attributed to the customer are derived from information submitted to the siemens complaint handling system and have not been verified.